Event description:
It was reported that a user experienced a low blood glucose event while using the ilet, with a documented nadir of 57 mg/dl and device alerts active, after forgetting to meal announce in the context of recent weight loss and elevated glucose preceding the event. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included review of device data, user report, and product-use education. Investigation of this case revealed user-related use error due to missed meal announcement, with the device functioning and adjusting based on updated weight information. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement, with contributory physiologic changes from recent weight loss.